Event description:
The customer reported via phone call that the insulin pump was alarming button error and that they were unable to clear the alarm. The customer's blood glucose was 250 mg/dl. While troubleshooting, the customer explained that the numbers on the insulin pump were scrolling up on their own when they were not pressing the up button. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error alarm and had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.